Manufacturer narrative:
(B)(4). The reported field event of premature battery depletion was not confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be within the expected limits. Review of the stored egms noted excessive high voltage charges caused by inappropriate therapies due to supraventricular tachycardia. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that premature battery depletion leading to eol was observed on the device. Patient was able to receive appropriate shocks. Physician elected to replace the device but was unable to do so due to patient's pulmonary infection unrelated to this event. Patient was put on antibiotics to control the infection and the device was explanted and replaced once the infection was under control. Patient is stable.